Event description:
First revision was 2003, poly exchange and patella revision was completed at that time.

Manufacturer narrative:
During an internal record review it was discovered that an unknown poly and patella were revised in 2003. At this time, it cannot be determined which, if either of the devices may have caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.